Event description:
During a pvc procedure, a perforation occurred. While exchanging the mapping catheter for the ablation catheter retro-aortic, the patient reported pain. An arteriogram was performed which revealed a perforation around the iliac artery. The patient underwent surgery, and a coated stent was placed. The patient is stable post-procedure. The physician thinks the perforation was due to the movement of the non-(B)(6) introducer (kimal introducer). There were no performance issues with and (B)(6) device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).